Event description:
The customer reported that the low ma error displayed on the system. He rebooted and completed the case. No patient injury was reported.

Manufacturer narrative:
The ge service rep regreased the tank and x-ray tube candle sticks. He performed a filament calibration and tested for arcing. The rep verified that the generator batteries are with manufacturer specification. The system operates as intended.